Event description:
The customer returned this shaver handpiece with a request for service. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the shaver handpiece for evaluation. During testing the evaluator found that the on/off buttons did not function. Further investigation found the unit has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. No injuries have been reported in conjunction with this failure mode. A review of conmed linvatec repair records shows no prior repair for this device. Conmed linvatec recommends a service interval of every 12 months for this device, which is communicated in the instruction manual for this device.